Event description:
It was reported that the patient had two unspecified promus stents implanted on (B)(6) 2011. Approximately 2.5 years later, on (B)(6) 2013, a myocardial infarction was suspected. Cardiac enzymes and a repeat angiography were performed; however the results were not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial report filing, additional information was received stating that the promus stents implanted were a 3.0 x 18 mm promus stent and a 3.0 x 23 mm promus stent. Angiography revealed 95% in-stent restenosis in the saphenous vein graft (svg) and the event was diagnosed as a non-st elevation myocardial infarction. Revascularization was performed. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system electronic instructions for use (eifu). The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported that the promus stent was used in the saphenous vein graft. It should be noted the instructions for use states: the promus everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the promus stent have not been established for subject populations in lesions located in saphenous vein grafts.